Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Initially, no other details were reported and attempts to contact the patient for additional information by dexcom were unsuccessful. However, on (B)(6) 2024, additional information was provided. It was reported that the low alarm was set to 80 mg/dl, instead of the previous mentioned 79 mg/dl, but no further new details about the event were mentioned. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. D4 serial no - additional. D4 lot no - additional. H2 additional information. H4 device mfg date - additional. H6 type of investigation - additional. H6 investigation findings - additional.

Event description:
A review of clarity data and receiver data shows that the patient experienced prolonged periods of elevated estimated glucose values in the days leading up to her death, with relatively few breaches of the low alert threshold on (B)(6) 2024. The patient¿s estimated glucose values (egvs) were in target range at the beginning of the date of incident on (B)(6) 2024. She stayed in range until about 6:00 am that morning, at which point her readings dropped below the low alert threshold and the system delivered a low alert. The patient¿s egvs reached the urgent low alert threshold five minutes later and continued falling further after that, eventually reaching low (less than 2.2 mmol/l), where they remained there for the duration of the sensor session. Although the data shows that the system delivered urgent low alerts every five minutes during this time, without the complaint receiver to investigate, dexcom is unable to confirm that sound was delivered and perceived by the user at a hearable amplitude on the date of incident. The complaint of intermittent audio output for the dexcom g6 cgm receiver remains unconfirmed and the probable cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), b3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that intermittent audio output occurred. The patient's husband reported that the patient passed away while using the dexcom g6 cgm system. According to the reporter, at 8:00 am on (B)(6) 2024, he woke up to an alarm from the cgm and saw that it displayed a value of less than 40 mg/dl with the warning "urgent low." The patient was not responding, so the reporter immediately called emergency services. The patient's blood glucose meter value was measured by emergency services upon their arrival and reportedly read 12 mg/dl. The emergency doctor could only determine that the patient had died; no attempts at treatment or resuscitation were reported. The reporter stated that the patient's low alert threshold was set to 79 mg/dl, but that it did not deliver an alert when the threshold was breached. After reviewing the patient's cgm history, the reporter stated that her estimated glucose values had dropped drastically around 6:00 am that morning and that they should have received an alert shortly after 6:00 am at the latest. However, the reporter alleged that the patient passed away due to receiving an alert two hours too late. Dexcom technical support and dexcom clinical customer advocacy attempted to follow up with the reporter multiple times for further details, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. Although follow up attempts were made to gather additional event details, contact was unsuccessful.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.